Event description:
Device malfunction: suture failed to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis and hematoma. Maude event report received that states "during the cardiac catheterization, the perclose device was inserted into the right femoral artery and the device failed resulting in a right groin hematoma and requiring manual pressure for 20 minutes." Additional information received indicated that the hematoma was 5cm. Suture deployment was unsuccessful and hemostasis was achieved using manual compression which was also treatment for the hematoma. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.